Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample including packaging was not available for evaluation. However, three photos were provided for review. The provided photo demonstrate a damaged product card box. The shipping box is not visible so that the influence of the shipper cannot be evaluated. The investigation leads to confirmed result for packaging damage. Product card box damage may be related to poor packaging of the shipping box, or to handling during shipping. Based on the investigation of the provided information, the investigation is closed as confirmed for packaging damage. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', and 'do not use if pouch is opened or damaged.' Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepped for a stent placement procedure using the lifestent 5f vascular stent. It was reported that prior to stent placement procedure, the devices allegedly damaged inside the package. There was no patient contact.